Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). On (B)(6) 2016: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1 and device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿an indirect hernia sac was noted and reduced. The cord structures were mobilized. A perfix plug with onlay patch (device 1) was placed and secured using prolene sutures to conjoined tendon.¿ on (B)(6) 2010 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per op notes, ¿an indirect hernia defect was identified and reduced. The cord structures were mobilized and freed. A large lipoma was excised. A perfix plug with onlay patch (device 2) was placed and secured using prolene sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent incarcerated bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 2 synthetic meshes. Per op notes, ¿on the right inguinal region, significant adhesions were lysed. A direct hernia was identified and reduced. Prior mesh plug (device 2) was densely adherent to peritoneum was taken down. An indirect hernia defect was noted and reduced. Scar tissue around prior mesh (device 2) was excised. The hernia sacs were dissected free and excised. A synthetic mesh was placed and tacked. On the left inguinal region, an indirect hernia defect was noted, and colon was stuck in the hernia sac and prior mesh (device 1) was reduced. Adhesions of prior mesh (device 1) were lysed. A synthetic mesh was placed and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made. There is no specfic reason for the revision surgery and no medical records have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4, g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the perfix plug (device 2). Additional supplemental emdrs were submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. There is no specific reason for the revision surgery and no medical records have been provided.. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug(device #2). An additional emdr was submitted to represent the bard/davol perfix plug(device #1). Not the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008:the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #1). On (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #2). On (B)(6) 2016: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug(device #1 and device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."